Event description:
Aches/pains, breast hardness, painful breasts, redness/swelling skin, swollen glands, lymph nodes, fatigue, swollen joints, swelling hands/feet, shortness of breath, weight gain, fibrosis, infections and high blood pressure.